Event description:
It was reported that the hospital found a pair of cap holding forceps with two teeth of the device tips broken off preoperatively, the device would not engage with the clip. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the device has sheared off at the bottom tip. The manufacturing evaluation shows that there were no issues during the manufacture of the product that would contribute to this complaint condition. A hardness test was performed and found to be good. The broken part wasn't received however an inspection of the opposite tip which is not broken was checked and found to be conforming. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The raw material which was delivered as lot #0815 is corresponding to the specifications. The hardness was measured at the time of the manufacturing between and was found to be good. No nonconformance reports were generated during production. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.